Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil alert generates every day. During the initial implant the physician did not fully plug the connector. Troubleshooting intervention was taken. The device remains in use. No patient complications have been reported as a result of this event.